Event description:
It was reported that this right atrial (ra) lead exhibited noise. The ra lead was programmed off and is currently ddd 60. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).